Manufacturer narrative:
The insulin pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received failed self-test alarm during self-test due to faulty y1 rf board. The insulin pump also had a minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 177 mg/dl. The insulin pump was returned for analysis.